Event description:
Information received indicates the brake alarm would sound even when the brakes were applied. The technician found corrosion underneath the power control module (pcm) due to a liquid spill.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.